Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 60-400mg/dl. Reportedly, the fluctuating blood glucose levels are due to the customer taking steroids. The customer would deliver a correction via the pump to address the high bg levels and would consume carbohydrates to address the low bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.